Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. (B)(4).

Event description:
It was reported that the device was inadvertently turned on prior to connecting the leads. During the procedure, out of range impedance measurements were recorded on the leads. Subsequent recordings gave in range impedance measurements. The patient went home after having the device checked and all parameters were satisfactory including impedance. Later that night the device alarm sounded which was a result of the out of range impedance measurement from earlier that day. The alerts were cleared during interrogation of the device the next day and the device remains in use. No patient complications have been reported as a result of this event.